Event description:
It was reported that the patient presented with a pacemaker in back-up mode. No patient symptoms or intervention was reported.

Manufacturer narrative:
Further information was requested but not received.